Manufacturer narrative:
H.6. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) has been found experiencing leakage during use. The following has been provided by the initial reporter: the patient was admitted for treatment on (B)(6) 2019 due to cervical spondylosis. The patient was given an infusion treatment as prescribed by the doctor on (B)(6) 2019. Due to the patient's old age and poor peripheral superficial vein conditions, the patient was given an indwelling needle for infusion and an indwelling needle for the patient. Yes, the superficial venipuncture is successfully withdrawn. The needle core is overflowing with the core. Immediately stop removing the indwelling needle and replace the indwelling needle. The patient has no symptoms.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) has been found experiencing leakage during use. The following has been provided by the initial reporter: the patient was admitted for treatment on (B)(6) 2019 due to cervical spondylosis. The patient was given an infusion treatment as prescribed by the doctor on (B)(6) 2019. Due to the patient's old age and poor peripheral superficial vein conditions, the patient was given an indwelling needle for infusion and an indwelling needle for the patient. Yes, the superficial venipuncture is successfully withdrawn. The needle core is overflowing with the core. Immediately stop removing the indwelling needle and replace the indwelling needle. The patient has no symptoms.